Manufacturer narrative:
Consumer stated the chair drove in a circle and he impacted a pole, fracturing his foot. The chair is 4 years old and the device service/maintenance history is unk. The dealer inspected the chair and stated no visible damage to the center mount front riggings was observed. This would have indicated a potential impact as described by consumer. The dealer then test drove the chair and no functional discrepancies were observed. The only notable service need was batteries possibly needing replaced. MDR filed based on alleged serious injury.

Event description:
The consumer states while driving the chair, it allegedly started going in circles, hitting a utility pole and fracturing his metatarsal.